Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was foreign matter "brown stain" was found on a bd vacutainer® multiple sample luer adapter prior to use. There was no report of exposure, serious injury or medical intervention.